Event description:
Customer states that pump alarms error code 13 during testing.

Manufacturer narrative:
Investigation found that the diode d7 was determined to be leaky and was out of the spec. New pcb board was replaced to solve the issue. Reference recall # z-0294-2013.